Event description:
Revision surgery due to poly swap

Manufacturer narrative:
The agent reported, revision surgery due to poly swap. Male 51 complaint has been evaluated and is similar to report number 1644408-2025-01688; 343-11-711, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.